Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the seal was missing. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. No cause was found, the reported issue was not verified; however the flex sensor was replaced for preventive measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously., corrected data: corrections: catalogue number: 21-2120-0105-01; d4: model number: 2120.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a cassette not attached error message occurred during testing of a returned device. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.